Manufacturer narrative:
Device evaluated by MFR.: magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2mm from the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR 2134265-2012-08229. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the severely calcified and moderately tortuous, proximal left anterior descending (lad) artery. The physician deployed a 2.75 x 20 mm promus element stent. However, the balloon ruptured at 5 or 6 atms. The stent was fully deployed and the balloon catheter was successfully removed. The physician then advanced a 15 mm x 2.75 mm nc quantum apex mr balloon catheter to the target lesion for post-dilation. Upon the first inflation at 12-14 atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. The procedure was completed with a 3 mm balloon catheter. The stent was fully apposed. No complications were reported and the patient's status is good

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR 2134265-2012-08229. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the severely calcified and moderately tortuous, proximal left anterior descending (lad) artery. The physician deployed a 2.75x20mm promus element stent. However, the balloon ruptured at 5 or 6atms. The stent was fully deployed and the balloon catheter was successfully removed. The physician then advanced a 15mm x 2.75mm nc quantum apex mr balloon catheter to the target lesion for post-dilation. Upon the first inflation at 12-14atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. The procedure was completed with a 3mm balloon catheter. The stent was fully apposed. No complications were reported and the patient's status is good.